Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance. The rv lead was suspected of fracture. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned, therefore, return device analysis is not expected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance. The rv lead was suspected of fracture. A new rv lead was successfully implanted. No additional adverse patient effects were reported.